Manufacturer narrative:
Device evaluation of electrode belt sn 59146353 has been completed. The reported problem (trunk cable connector will not latch) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was physically damaged, preventing the belt from communicating with a monitor. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt would not stay connected to a monitor.